Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 20.1 mmol/l (361.8 mg/dl) while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (arm), the cannula was found to be damaged. As treatment, the patient administered insulin manually using a pen and applied a new pod.